Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported experiencing a blood glucose excursion with a nadir of 39 mg/dl while using the ilet. The user experienced weakness, shakiness and sweating during the event. The user consumed glucose tablets and food to correct the low. At the time of follow-up, blood glucose had increased. No external assistance or medical intervention occurred.